Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that approximately three months after implant the device was interrogated and it was found that the device was still initializing. Although there was an atrial lead, it was suspected that implant detect might not have completed because of atrial arrhythmias. The implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.